Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Pfmea ra7600780 revision 21 was reviewed for this investigation. The reported event is addressed on step 24. The potential failure mode is "low flow / restricted due to overheating of materials during lamination process, water flow path compromised". Based on this review the risk is within the expected range. Current controls in place to mitigate this failure include: su-1090. Manufacturing procedure / inspection. Drawing. Leak test tm7600514 (100%). Visual aid vs6003o, vs6033o or vs6043o. Flow rate test tm7600515. Baw7667064 revision 0 was reviewed for this investigation. The labeling is found to be adequate. The baw is attached on the investigation overview element. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse troubleshooting low flow (02) alert in an arctic sun device. Flow rate (fr) was .07lpm, patient temperature (pt) was 36.4c, targeted temperature (tt) was 36.5c. Guided to diagnostics, system hours 2547, pump hours 2031, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 66 percentage, flow rate (fr) was fluctuating 0.6-1.2lpm. Ensured tubing straight and unobstructed, disconnected and reconnected pads using proper technique. Flow rate (fr) was 0.8lpm. Rewarm was complete, therapy will be done at 7am. Explained correlation between flow rate (fr) and heater command. They will watch patient temperature (pt) and call help line if patient gets below target.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse troubleshooting low flow (02) alert in an arctic sun device. Flow rate (fr) was .07lpm, patient temperature (pt) was 36.4c, targeted temperature (tt) was 36.5c. Guided to diagnostics, system hours 2547, pump hours 2031, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 66 percentage, flow rate (fr) was fluctuating 0.6-1.2lpm. Ensured tubing straight and unobstructed, disconnected and reconnected pads using proper technique. Flow rate (fr) was 0.8lpm. Rewarm was complete, therapy will be done at 7am. Explained correlation between flow rate (fr) and heater command. They will watch patient temperature (pt) and call help line if patient gets below target.